Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The day after event onset, the patient began treatment with intraperitoneal injection vancomycin (500 mg (milligram), once a day), intravenous injection merocrit (0.5 mg, twice a day) for peritonitis. At the time of this report antibiotic therapy was ongoing and the patient outcome was unknown. Dianeal therapies were ongoing. No additional information is available.